Event description:
It was reported the 512sd was used during an emergency laparoscopy. It was reported by the affiliate the device perforated the right iliac artery and vein, allegedly. Hypovolemia, poor perfusion to right leg, and cardiac arrest followed. The pt was transfered to i.t.u. Fully resuscitated and then arrested two times in this unit. The pt remained in i.t.u. For 6 days. The pt's right leg has feeling and pulse returned but there is altered sensation. The charge nurse states he tested the trocar after the operation and found it to be working normally. The re-usable verres needle used in the case was also tested and was equally normal. The clinical risk advisor at the hosp has sent the device to the medical devices agency.